Manufacturer narrative:
The insulin pump alarmed failed batt test after battery insertion due to faulty battery tube. Analysis was unable to test for motor error alarm due to failed battery test alarm. The motor passed motor test. The insulin pump had a scratched display window, cracked reservoir tube lip and cracked battery tube threads. No crack noted on display window. No damage noted on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and motor error alarm. The blood glucose at the time of the incident was 128 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.